Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal intact. The top case was found chipped at the front corner and the bottom case had seal damage. A review of the event history log found evidence of motor not running error in the history. Functional testing using the flow test was performed and during testing the reported problem was duplicated as the motor was found stuck. The root cause of the stepper motor failure was due to normal wear as the pump was over 7 years old. To resolve the problem, the stepper motor was replaced.

Event description:
It was reported that the pump had motor drive failure and was not working. No additional information available. No patient injury was reported.